Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. This occurred during set up for peritoneal dialysis therapy. The leak was further described as ¿solution inside the door bezel.¿ there was no patient involvement. No additional information is available.